Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy for lung cancer, when closing blood vessels, green button was pressed and handle was squeezed but the device was unable to fire. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.